Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The ultrasonic transducer was repaired and replaced in 2018. From this, the reported event may have been caused by the application of an external force, such as a strong rubbing, to the ultrasonic transducer during normal use, including reprocessing. Olympus medical systems corp. (Omsc) checked the repair history and confirmed that there was no repair history due to the same phenomenon in the last year. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the ultrasound transducer was deeply scratched. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.